Manufacturer narrative:
The ge healthcare service technician replaced the power switch to resolve the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service technician reported that the power switch is defective causing the unit to reset if the cap is flipped or bumped. There was no report of patient involvement.